Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. The calibration constant was 125. The indications for use included intractable spasticity and multiple sclerosis. It was noted that the patient had been having ongoing problems for about a year with her bladder and had several urinary tract infections (utis) which caused the patient to go to the hospital several times. It was further specified that the patient had mrsa on an unknown date. It was noted that the hospital stays were unrelated to the pump. It was reported that the patient's pump was alarming or beeping for over a week. It was later specified that the pump was beeping for about three weeks, and the healthcare provider (hcp) had disappeared. A couple of weeks ago (relative to the date of report) the patient experienced hallucinations, and on an unknown date the patient experienced withdrawal which was ongoing at the time of report. It was noted that it was not time to fill the patient's pump, but the patient couldn't get anyone to fill the pump or listen to her. Physician listings were provided and the patient was to follow-up with an hcp. No further complications were reported or anticipated.